Event description:
A (B)(6) customer reported that the monitor failed to alarm.

Manufacturer narrative:
Testing at the customer's site confirmed that the device was operating to specifications; alarms and recordings were generated. Spacelabs has requested that the suspect device be returned to our facility for a detailed evaluation, we are waiting to receive the device. Additional information will be provided as soon as it becomes available.